Event description:
Covidien received a report of a n-395 not alarming on a patient for low saturation. It was reported that the unit was showing dashes on the monitor's display and the pulse search light would come on and off. The patient was reported to become cyanotic while being connected to o2; the mother had left the room and upon return found the infant had turned blue. The mother called 911 and moved the infant to a portable oxygen tank where the infant's color returned to normal. The patient's mother stated that the unit kept alarming previously due to motion of the baby, and that they had trouble getting a pulse rate on adults also. The type of sensor being used is unknown.

Manufacturer narrative:
Covidien failure investigation could not duplicate the report of no alarms. The device was producing readings that were consistent with the setting of the simulator. A desaturation alarm was induced below the low spo2 limit by dropping the value below the alarm limit; and the device produced an alarm as designed. Repeated testing resulted in appropriate alarms. A clinical review of the trend memory stored in the unit by a download of the data observed the time was not set up for the relevant time and date. For analysis the time and date were adjusted to real time. The initial reading indicated an spo2 of 87% and pulse rate of 166. The alarm delay was 60 seconds. Alarm volume was set to level 4 of 10. There were multiple periods during which there was a loss of signal for lengthy periods of time. There were 4 occurrences during the recording that the unit powered off and remained off for a period of time, then powered back on. The pulse rate limits were changed to a low of 40 and a high of 170 at 21:18:19 and the unit was promptly powered off until 6:00:36. Other than the periods of time with no readings, there were no low or high readings for a period long enough to generate an alarm. No conclusion can be drawn as to the cause for either the loss of signal or the unit powering off.